Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. 49 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii and bone graft was executed.